Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the e-100 generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found to have the reported failure replicated. This unit was installed onto the test system and failed testing. On intermittent instances, when instrument was plugged into port, e-100 would give error tone, flash amber light, and then correct error within 2 seconds. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the e-100 generator would not recognize the synchroseal instrument. The customer was using a vessel sealer extend (vse) on the erbe generator at the time of the call. The technical service engineer (tse) found no errors related to the issue and instructed the customer to move the vse onto the e-100 generator. The instrument led on the e-100 did not illuminate. The tse walked the customer through a hard power cycle of the e-100, but the issue persisted. The customer moved the vse back to the erbe and continued with the case. The procedure was completed with no reported injury.